Event description:
It was additionally communicated that before exchanging the first system controller, the ebb was reseated. No troubleshooting was performed for the driveline disconnect or communication fault alarms that occurred on the second controller as there were no further alarms, and the clock was able to be set.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. The current revision of the instructions for use (IFU) ( rev. D) can be found on the eifu page of the abbott website. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated to have changed batteries to newly charged batteries. Approximately 30 minutes later, the system controller alarmed connect to power hazard, the patient changed the controller to the backup. However, the controller continued to alarm connect to power and the patient changed back to the original controller. On 28dec2025, from 1822 to 1826, the patient had emergency backup battery (ebb) fault as the controller periodically performed internal load test on the ebb and it appeared that the ebb did not pass this test. When this issue occurs, it is recommended to reseat the ribbon cable while the patient is in clinic and replace the battery if the alarm was to reoccur. However, it appeared that the patient simply disconnected both leads and switched to another set of batteries causing a power cable disconnect and no external power alarm where the ebb was used. A driveline disconnect was not seen in the first log file showing that the patient switched the controller. However, the 2nd controller log file started with a driveline disconnect. Then, the alarm became a controller clock corrupt which is usually caused by the patient not changing the batteries in the backup controller or the alarm just had never been set. However, it appeared that these occurred before the event being discussed as there was a section after the clock was reset that started on 28dec2025. There were communication faults after 28dec2025 which when the patient said they connected to the controller, but the log file didn't show any flow despite there not being any left ventricular assist device (lvad) off alarms indicating a pump stop.